Event description:
The facility's technician reported a fail code 500. The technician did not have informaiton regarding whether the failure occurred during patient use or biomed testing or if there have been any patient incident reports filed since the last baxter service event. Additional contact information was requested but no additional contact was identified.